Manufacturer narrative:
The investigation determined that a higher than expected amon (ammonia) result was obtained when a vitros performance verifier quality control (qc) fluid was processed using vitros amon lot 1018-0254-2654 on a vitros 5600 integrated system.the assignable cause of the event is an instrument issue related to microslide incubator contamination likely caused by the customer¿s improper laboratory protocol.results for a biorad control fluid as well as vitros pv fluids were not within expectations as the results were accurate, but imprecise. Following a change in protocol by the customer related to the storage and handling of the extraction buffer from a roche cov2 testing kit, vitros amon qc results improved with results returning to expectations.a within run vitros amon precision test performed on the vitros 5600 integrated system yielded results that were within ortho acceptable guidelines indicating that the performance of the vitros 5600 system had been returned to expectations following the change in laboratory protocol by the customer.continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros amon reagent lot 1018-0254-2654.(B)(4)

Event description:
A customer obtained a higher than expected amon (ammonia) result when a vitros performance verifier quality control (qc) fluid was processed using vitros amon lot 1018-0254-2654 on a vitros 5600 integrated system.vitros lpv I lot p8085 result of 115.90 umol/l vs the expected result of 48.1 umol/lbiased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon result was obtained when the customer was processing a non-patient fluid. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4)